Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedures with the home pt in addition to referring them to their patient at-home guide for further details.

Event description:
A home patient contacted baxter's technical service ctr regarding a low drain volume alarm. The pt ended therapy on his own and started over with the same set-up. The home pt was connected during the priming cycle. No pt injury or medical intervention was associated with this report per the home pt. No add'l info available.